Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 108 mg/dl, and the meter bg reading was 360 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. Subsequently, the customer's blood glucose (bg) level rose to an unspecified value over 486 mg/dl and customer went to the emergency room (ER) and was hospitalized. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management. System check with tandem technical support did not identify any additional issues with the pump or related supplies.